Event description:
It was reported that in 2008, while in the operating room, the intra-aortic balloon (iab) was inserted through a sheath into the right femoral artery. The following day, the pump alarmed and when the md tried to remove the iab, the membrane became "stuck in the patient". The iab was able to be removed and when it was removed, "a clot was visible in the tip of the catheter". Another iab was not inserted. The patient is "fine".

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.